Manufacturer narrative:
Event date: (B)(6) 2015. Conclusion / root cause: the user interface (ui) assembly was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the unit came on by itself, then it could not be turned off. The customer reported there was no patient involvement.